Manufacturer narrative:
The endoscope was returned and evaluated by the failure analysis team. The endoscope was placed on an in-house system for the qap (quality assurance procedure) test and passed. The endoscope passed self-test and orientation test, and the image was focused and clear. The endoscope was placed on a diagnostic tester and edt (endoscope diagnostic test) was performed and passed. The air leak test was performed and passed. A review of field logs showed 48425, camera adv unexpected comm dropout, which does not typically indicate an image related failure. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations not reported by site: the endoscope was found to have shaft bearing friction in the camera instrument adapter. The clamp screening aid was attached to the attached endoscope adapter (aea) which exhibited friction and remained in the same position when the endoscope shaft was rotated. The aea was removed and the shaft bearing continued to exhibit friction. The aea bearings did not exhibit friction with the aea detached. The root cause of shaft bearing friction is attributed to component failure. The endoscope was found to have aea bearing friction in the camera instrument adapter. The clamp screening aid was attached to the aea which exhibited friction and remained in the same position when the endoscope shaft was rotated. The aea was removed and the aea bearings continued to exhibit friction. The shaft bearings did not exhibit friction with the aea detached. The root cause of aea bearing friction is attributed to component failure. The endoscope was found to have shaft bearing corrosion in the camera instrument adapter. The aea exhibited friction, and a squeaking noise occurred when it was rotated. The aea was removed, and the shaft bearing was found to have corrosion. The root cause of shaft bearing corrosion is not established. The endoscope was found to have melted at the proximal fibers. The proximal fibers at the light guide ferrule integrated connecter exhibited melting damage. The known common cause of this failure is due to mishandling/misuse. The root cause of melted proximal fibers is attributed to the user. The endoscope was found to have camera cable connector delamination. The camera cable overmold at the proximal end with the integrated connector exhibited delamination. The root cause for camera cable connector delamination is attributed to component failure.

Manufacturer narrative:
The endoscope product was analyzed by advanced failure analysis team. The issue could not be replicated. The scope produced video in both left and right eyes after endoscopic controller plugin with no visible errors. Benchtop testing was performed using cobra and gemini controls to manually power on the printed circuit assembly (pca) boards and perform electrical testing and no issues was found. Error log review found no errors during last three power cycles but did find an error 48402 for tip temperature error. Reported issue could not be replicated. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as the endoscope passed all system, diagnostic, and air leak tests, with clear imaging and no product faults identified. Advanced failure analysis also could not replicate the user-reported image orientation issue; no functional problems were detected. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted ventral hernia ipom surgical procedure, the image was not displaying appropriately. The 30 degree endoscope was showing up and down and vice versa. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image got inverted. There was no injury/harm to the patient. No further information was provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive the endoscope involved with this complaint to perform failure analysis. However, failure analysis has not completed their investigation.